Manufacturer narrative:
Explant was reported due to stenosis and calcifications. The investigation found that all three leaflets contained calcifications. All three leaflets contained small tears, some of which were associated with calcifications. There was fibrous pannus ingrowth on both the inflow and outflow surfaces, which narrowed the inflow diameter. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted could have contributed to the reported stenosis.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a trifecta valve was successfully implanted in the aortic position. On (B)(6) 2020 the patient was admitted to the hospital due to decreased blood pressure during dialysis. An echocardiogram was performed and revealed aortic stenosis. On (B)(6) 2020 the patient was admitted to the hospital for an aortic valve replacement (avr) and coronary artery bypass graft (CABG). The trifecta valve was explanted and replaced with a 21 mm inspiris resilia aortic valve to resolve the event. Upon explant, the trifecta valve showed calcification of the leaflets. The patient is currently stable.